Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during preparation, the camera head displayed no image. There was no patient involvement.

Event description:
It was reported that, during preparation, the camera head displayed no image. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, d10, e1, h2, h3, h4, h6, h11. The device was returned to olympus regional repair center for the evaluation and reported problem was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage to cable unit (crack), leaks in cable unit and image noise. Based on the results of the investigation, the root cause of the image problem was damaged and leak cable unit which is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.